Manufacturer narrative:
Device evaluated by MFR. : p elite us mr 38 x 3.50 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 48.7 cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues with device

Event description:
It was reported that shaft break occurred. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft broke into two, and was snared to remove the broken device. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure. It was further reported that the shaft broke during advancement through the guide catheter.

Manufacturer narrative:
Device evaluated by MFR. : p elite us mr 38 x 3.50 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 48.7 cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues with device

Event description:
It was reported that shaft break occurred. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft broke into two, and was snared to remove the broken device. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.

Event description:
It was reported that shaft break occurred. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the shaft broke into two, and was snared to remove the broken device. The procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post-procedure.